Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient's first implantable neurostimulator (ins) "almost went dead in a year" and was replaced with a rechargeable cell device. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.